Manufacturer narrative:
Additional information has been requested. Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records for this specific lot number has been requested.

Event description:
A patient was implanted with rods and screws from l1-s1. The rods were noted to have slipped out of the screws and patient was returned to the or for revision to uss screws at s1. This report is 1 of 4 on the same incident.